Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation: the zib6-40-10-6.0 device of lot number c1689353 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review prior to distribution zib6-40-10-6.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zib6-40-10-6.0 of lot number c1689353 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1689353. There is evidence to suggest the user did not follow the instructions for use (ifu0040-6). "The zilver 518 and 635 biliary stent has been designed for use in the palliation of the malignant neoplasms in the biliary tree" off-label use: the device was being used for a basilic vein fistula in the patients right arm. Root cause review: a definitive root cause is off label use. The device was being used for a basilic vein fistula in the patients right arm. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The delivery of the silver biliary stent system, over the guide wire, became difficult to complete. The ir felt there was too much resistance when trying to advance towards the target obstruction in the biliary tree. The procedure was temporarily stopped and the silver biliary system removed. The ir completed the procedure with a competitor product. Additional info received 02-sep-2020: as requested, I have had the opportunity to visit the physician to explore this product event further. It seems I had incorrect details for the first report, it was not a percutaneous transhepatic biliary stent placement in the biliary tree, but a biliary stent placement for a fistula procedure. (Basilic vein fistula in the patients right arm using a biliary stent ). The physician was unable to safely advance the stent delivery system, which became fixed or jammed to the guide wire before reaching the patients arm, therefore the device did not advance percutaneously. To detach the stent delivery system the physician had to use artery clamps to hold on to the guide wire, whilst the delivery system was pulled back and to enable removal from the guide wire. The physician believes that the wire may have been the issue, with a possible kink in the wire. The guide wire was replaced and the procedure was completed with a competitors stent. After completing the patients procedure the cook biliary stent was deployed. It fully deployed without any issues and looked intact.